Event description:
A consumer reported that approximately eight years following bilateral intraocular lens (iol) implant surgery, she is experiencing foggy vision, "like looking through running water". The optometrist stated that a yag laser procedure was performed in 2008. It was successful and the patient was seeing 20/20. Additional information has been requested from the implanting surgeon. There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number which was for the fellow eye. Additional information was requested on 01/26/2009 and 02/18/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 02/20/2009.